Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, the drawer 4.1 failed, did not open, and was unrecoverable. The customer stated that this malfunction occurred when the user tried to issue medication to patient and caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 23-MAR-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the system row board cable header had poor connection which caused pockets to go off bus on drawer 4.1. A Field Service Engineer (FSE) found that all pockets had already recovered upon arrival. The FSE cleaned and reseated the row board cable header connection on the drawer board. The drawer was tested in the Hardware Test Application (HTA) and the application, and all tests passed successfully, resolving the issue. The system functioned as intended after the field service engineer repaired the device.